Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 5.4, lab: 1.46. Unknown therapeutic range. Few minutes between tests. Meter was on nurse's lap during testing. Patient did not take coumadin for 5 days prior to testing on the inratio. Resumed dose after inratio test on (B)(6) 2013; started unspecified antibiotics sunday ((B)(6) 2013).